Manufacturer narrative:
Additional information provided clarified the patient¿s native annulus diameter measured 24mm by tee and no post dilation was done. No information was made available regarding the patient condition. Per the instructions for use, paravalvular leak (pvl) and cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures are potential adverse events associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, although the exact cause for the aortic dissection cannot be confirmed; it is likely that patient factors (annular calcification) contributed to the event. The pvl was caused after the balloon burst and the valve was deployed under expanded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. Ref. MFR report number: 2015691-2017-00555.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure in the aortic position, the commander delivery system balloon burst. The commander could be removed without issues, but the valve was not 100% expanded, which resulted in 2+ paravalvular leak (pvl). It was also seen that the valve inflation caused a small dissection in the annulus, therefore it was decided not to post dilate. The patient was noted to be stable and remained closely monitored. Further evaluation then revealed that there is also a ¿central jet¿, which the doctors assume is due to the valve not being fully inflated. The patient will be continued to be monitored and if the dissection improves, a post dilation of the valve will be done. Note: this case pertains to the aortic dissection and regurgitation.